Event description:
During a coronary drug eluting stenting procedure, balloon removal difficulties occurred. The lesion being treated was located in an unknown vessel. The physician implanted a taxus express2 2.75x28 mm drug eluting stent. It was very difficult to withdraw the catheter shaft and the balloon stuck in the stent struts. After several inflation and deflation trials the system could not be removed. No patient complications were reported.